Manufacturer narrative:
The authorized service provider (asp) determined the front bezel needed to be replaced. The asp replaced the front bezel and the issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. There was no part returned for revaluation. However, previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 22feb2021.

Event description:
It was reported there was a nav ring failure. There was no patient involvement.